Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400624816. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files from 2023-10-16 and 2023-10-17 were analyzed. On 2023-10-16 at 07:02 pm a space line was selected and a rate of 62,50ml/h and a volume of 980ml was selected. The infusion started and at 09:24 pm a pressure alarm occurred. The infusion was continued and on (B)(6) 2023 at 10:46 am the volume was done and the kvo mode started. At the end of the infusion, 981,01ml was infused. The reason for the pressure alarm could not be clarified. A new time of 06:00 was selected and the infusion was continued. At 05:06 pm the time was over and the kvo mode started. Before the kvo mode starts, 375ml was infused. In total, 1356,01 ml was infused. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Together, the both infusion has a infusion time of approximately 22 hours. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion." According to the customer: "when did the failure occur: during therapy. Reason of complaint: alleged overinfusion. Tpn therapy. Prescribed rate : 62.5ml/hr. Prescribed volume : 1500ml. Expected therapy duration : 24 hours. Therapy start date : (B)(6) 2023 , 7pm. Expected therapy end : (B)(6) 2023 , 7pm. Therapy was found to have ended on the (B)(6) , 5pm - 2 hours before the expected therapy end period. Patient condition was not affected."